Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the endoscope to resolve the reported issue. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, there were issues with the orientation of the endoscope. The customer stated that the site required several attempts to remove and install the endoscope to resolve the issue. The customer stated that the endoscope was 180-degrees off of what the system was indicating prior to correcting the issue. The customer stated that the site had resolved the issue. Intuitive surgical, inc. (Isi) technical support engineer (tse) recommended site call back in if they require additional assistance. The isi tse noted error 23003 prior to starting. The procedure was completed robotically with no injury to the patient.